Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the unit needed calibration since the unit was not taking adequate skin graft. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Diligence is in progress.

Event description:
There was no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the control bar was not in the correct position, calibration was out of spec, and control lever loose and the control bar, lever, were replaced and device recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Following sections were updated or corrected : if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
New information received that no additional graft was taken. Diligence is complete and no further information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information.